Event description:
The customer reported that when switching from subtraction to fluoro, the AED switches off and x-rays are not permitted. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. A software reload was recommended due the previous issue. The system was tested and found to be working as intended and put back into service.